Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient had high impedance across their paddle lead, this was reported previously in 2021. They impedances remained after the ipg exchange, so the patient was not getting effective stimulation. The physician was not a neurosurgeon so just the ipg was replaced. The patient was sent to a neurosurgeon to address the lead. The patient's lead replacement was completed. No complications and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention during which the lead was explanted and replaced. Therapy was restored post-op.